Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with an unspecified mentor gel breast prosthesis that ruptured post implantation. As a result, the patient underwent bilateral explantation and replacement with sientra gel breast prostheses on (B)(6) 2022.